Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. . The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when preparing the fiber for the procedure, the fiber fractured. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber. A visual evaluation of the disposable device noted the fiber was fractured into two pieces. The customer's reported complaint description is confirmed. A root cause for the complaint description cannot be definitely determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stress or excessive bending. Do not coil the fiber tighter than a radius of 60mm". During the manufacturing process, the device goes through several aql inspections. Each unit is also repeatedly belt and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).